Event description:
The user facility reported that a 34-year-old male implanted with the impella 5.5 noted that high purge pressure/low purge flow was observed 13 days into support. The purge pressure was noted to be at 1080 mmhg and the purge flow was 1.7 ml/hr. The "purge pressure high" alarm did not trigger. The decision was then made to infuse tissue plasminogen activator (tpa) into the purge solution, which successfully resolved the issue. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported low purge flow and no high purge pressure alarm was completed. The device was not returned for evaluation. After review of the clinical information, it was determined that the cause of the high purge pressure was most likely biomaterial buildup occluding the purge gap. The root cause of the high purge pressure was most likely biomaterial buildup occluding the purge gap. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.